Event description:
Complainant alleged that during biomed testing the device delivered one shock at 200 joules and then displayed "pacer fault 116", "defib fault 72", "pacer disabled" and "defib disabled" messages. Subsequently, the device failed to power up on battery power. Complainant indicated that there was no patient involvement in the reported malfunction.